Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and ventricular tachycardia (vt). The patient was prepped in the center¿s usual fashion. The thermocool® smart touch® sf bi-directional navigation catheter and lasso catheters were advanced into the left atrium (la). The pulmonary veins were isolated. The patient was then noted by the anesthesiologist to have a little bradycardia. The thermocool® smart touch® sf bi-directional navigation catheter and lasso catheters were pulled back into the right atrium (ra). The lasso catheter was then removed from the patient¿s body. The thermocool® smart touch® sf bi-directional navigation catheter was used to create geometry of the ra and map the cavotricuspid isthmus (cti). The patient¿s pressure dropped, and then he went asystolic. The thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body and CPR was initiated. A decapolar catheter in the coronary sinus (cs) was used to pace the heart. The patient¿s intrinsic conduction system returned; however, the patient went into vt and then eventually into sinus tachycardia. The decapolar catheter was removed from the patient¿s body and a quadripolar catheter connected to the recording system was then advanced into the right ventricle (rv) and used to pace the heart. No pericardial effusion was noted with echocardiography. The patient¿s pressure eventually stabilized, and he was kept in the room until he was stable. The patient was eventually moved to the bay while still intubated. The physician is unsure about the causality of the event, no bwi product malfunctions were reported. The 12 lead ECG, intracardiac signals, blood pressure, and fluoroscopy system were working and available throughout the event. There¿s no report of extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this event is being conservatively coded and reported under the stsf catheter. Should more information become available, it will be reviewed and processed accordingly.